Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions was conducted. After performing all tests, the technician concluded the cause was a software design error which was triggered when pressing multiple buttons on the hand pendant. The hand pendant was replaced.

Event description:
It was reported that the table allegedly moved on its own to its limit during a procedure despite nurse's attempts to lock the table. There was no report of injury to the patient or a delay in the procedure.